Event description:
On (B)(6) 2012, the patient's mother contacted animas to report two "loss of prime" warnings that occurred that day. At the time of the call, the reporter claimed the patient's blood glucose reached 500 mg/dl earlier that day. The patient was given a correction bolus in response to the high blood glucose. The patient's mother reported a current bg of 451 mg/dl with "0.2 ketones". The reporter denied that the patient developed any other symptoms suggestive of hyperglycemia. At the time of troubleshooting, the patient informed customer support that the patient's grandmother changed site out after receiving first "loss of prime" warning. The patient's grandmother confirmed she was able to prime the pump without any problems. When the patient received the second "loss of prime", the patient's grandfather disconnected the pump from patient and reprimed pump. At that time, the patient's grandfather discovered that the cartridge cap was loose and tightened it. The patient's grandparents confirmed that a family member was "playing" with the patient's pump and loosened the cartridge cap. At the time of troubleshooting, the patient's grandmother reported there was blood found at site at time site was changed. This complaint is being reported because the patient obtained a blood glucose reading equal to 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since it was determined that the loose cartridge cap was reason for loss of prime warnings. It was confirmed that the cartridge cap was loosened by accident by the patient's family member and not a malfunction of the device.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Information from the reported event is overwritten, black box review shows no activities outside of normal use, no evidence of ¿loss of prime¿ is observed. Tdd add up correctly and reveal the programmed basal target. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was primed and exercised for 24 hr, no ¿loss of prime¿ occurred during the course of the duration test. Force sensor calibration reading is within specification. Pump passed a 29 hr flow accuracy test. Pump was opened, no intermittent condition was found to the force sensor circuit or the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.